Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There was no issue with the device or packaging that contributed to the valve being dropped. There is no evidence to suggest the device caused or contributed to a death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the valve dropped and the jar of the valve was noted to be broken. Subsequently, the valve was not used, and a new valve was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that the broken jar was observed after it had been opened and was dropped on the floor outside of the box/packaging which compromised the sterility, but there was no issue with the device or packaging that contributed to the valve being dropped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the valve dropped and the jar of the valve was noted to be broken. Subsequently, the valve was not used, and a new valve was used to complete the procedure. No patient complications were reported as a result of this event.